Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide the lot number of the cdh29a device? When did the anvil issue occur (marrying of the anvil to the trocar, after closing but before firing, during firing, etc.)? How was the procedure completed? Were there any patient consequences or changes to the post-operative care of the patient as a result of the event? What is the current status of the patient?

Event description:
It was reported that during a rectum procedure, the anvil was not fitting into the stapler at the time of the anastomosis.